Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 89 mg/dl. Reportedly, the customer cleaned the speaker holes and cleared the alarm however the altitude alarm recurred. The customer reverted to to manual injections for insulin therapy.